Event description:
New information received indicates that the physician took no action and elected to continue to monitor the patient. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, noise was observed. The noise was unable to be reproduced through isometric testing. Lead replacement was suggested.